Manufacturer narrative:
Additional information: d10: associated device implant date: (B)(6). 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus valve; product ID: evproplus-26us; serial: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: unknown; FDA site ID: 9617601. Citation: shrestha db, chaudhary a, memon u, meghani m. Obstructive hypoattenuated leaflet thickening in a complex valve-in-valve tavr successfully treated with thrombolysis. Jacc case rep. Published online february 11, 2026. Doi:10.1016/j.jaccas.2026.106960 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic evolut pro+ system at an outside facility. In the tavr procedure, the 26 mm evolut pro+ valve dislodged supra-annularly during retrieval of the delivery system, which necessitated temporary cardiopulmonary bypass, snaring of the dislocated valve into the ascending aorta, and implant of a second 26 mm evolut pro+ valve in the annulus. The authors recounted that the procedure was further complicated by a left femoral artery dissection and near-transection at the access site that was repaired with a non-medtronic graft (6 mm hemashield), along with repair of the right femoral arterial cannulation site. As written, the patient recovered without heart failure symptoms. Five years later, the patient presented to the authors with exertional dyspnea, chest tightness, modestly elevated troponin, and left ventricular hypertrophy and non-specific st-t changes detected on electrocardiography. The patient was subsequently admitted with concern for prosthetic valve dysfunction versus non-st-segment elevation myocardial infarction and was started on a heparin drip. Diagnostic imaging showed severe prosthetic valve obstruction (mean gradient of 66 mmhg), trace aortic regurgitation, the two overlapping evolut pro+ valve frames with hypoattenuated leaflet thickening (halt), and limited expansion of the second valve frame at the overlap. The authors decided to proceed with a non-surgical treatment strategy that consisted of thrombolysis (ultraslow, low-dose alteplase infusion), followed by anticoagulation medication, which improved the patient¿s symptoms and decreased the mean gradient from 66 to 28 mmhg. Over three months of follow-up, mild paravalvular leak was observed and the patient was stated to be stable and doing well with cardiac rehabilitation.